Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported fluid intrusion was confirmed during the device evaluation. The wireless module suffered fluid intrusion (possible blood/feces) inside the case halves, on the radio printed circuit board (pcb), flex assembly and battery pack. Due to the biohazard contamination the device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump was suffered fluid intrusion with human feces or blood. This event occurred in the critical care unit. Any patient involvement, injury or medical intervention is unknown.